Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 205 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 257 mg/dl less than 2 days after the pod was activated and that the cannula was kinked. He was able to activate a new pod and his bg levels returned to normal range.